Event description:
It was reported that the patient presented for a routine generator change. During the procedure, an insulation break was noted on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.